Manufacturer narrative:
As reported, the clippers with clipvac that caused micro-abrasions/knicks, since blade edge was too sharp. Sample is not available. Photo provided finds micro-abrasion on the skin. It was supposed that the event was caused by using the handle / blade with strong pressure to the skin, or by using with broken blade. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the clippers with clipvac that caused micro-abrasions/knicks, since blade edge was too sharp.